Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was slow to log in. A technical support specialist dialed into the station and turned off the network basic input and output system, but the station was still slow. Then, the field service engineer (fse) worked with the information technology team to update the network settings on the station. The fse configured the switch port and dynamic host configuration protocol (dhcp) server to assign the original internet protocol (ip) addresses to the new station to resolve the authentication delay issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es the station was slow to log in. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.